Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose levels were a "little high" because she just finished eating a meal.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up supplemental report will be submitted.